Event description:
It was reported via repair work order that the calf support may not have locked as the calf support handles were stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.